Event description:
I had lasik surgery in 2004. I was not given an informed consent form that mentioned the complications that I have been experiencing ever since. I have dry eye syndrome that has become worse and worse. I was mistakenly given monovision that I was not supposed to have. I suffered with that for 10 months. The optometrist told me he could not repair the vision problem with this lasik machine. That was a lie. I became unable to sleep and so anxious that my wife had to hospitalize me two times before the monovision was corrected by a different dr. The effect these complications have on a person's life is never mentioned in their so-called "informed consent" forms. Since then I have been in touch with many people that have suffered from lasik complications and am shocked that these drs are allowed to advertise this procedure as the greatest thing since sliced bread. They are being allowed to perpetrate a fraud on the american people because you don't speak up. They threaten to sue if people try to take this to the public media. Believe me I know what I am talking about.